Event description:
It was reported that a patient presented to the clinic after receiving a notifier. High, out of range, pacing lead impedance, high capture threshold and noise were noted on the lead. The lead revision is anticipated. No further information is available.